Manufacturer narrative:
Concomitant medical products: bfxch2414135 stent graft; ilxch1515115 stent graft; ilxch141485 stent graft, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead undersensing was noted on stored electrograms. A low p wave measurement was also noted. The ra lead remains in use. No patient complications have been reported as a result of this event.